Event description:
It was reported that a patient in his (B)(6) underwent a two-level fad procedure at levels l2/3 and l4/5. The case proceeded without incident; however, the next day, the patient was admitted to the hospital with an apparent infection of the heart. The physician believes the fad procedure and infection are unrelated. The patient's current condition is unknown. No further information was reported.

Manufacturer narrative:
Followed up with company representative.